Manufacturer narrative:
Batch review performed on 14 january 2021: lot 183802: (B)(4) items manufactured and released on 13-feb-2019. Expiration date: 2024-01-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 1 similar event. Additional implant involved: reverse shoulder system 04.01.0152 glenoid baseplate ø24.5x25 (k170452) lot. 184560. Batch review performed on 14 january 2021: lot 184560: (B)(4) items manufactured and released on 2-jul-2019. Expiration date: 2024-06-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without other similar events. Additional implant involved: reverse shoulder system 04.01.0127 humeral reverse hc liner ø42/+6mm (k170452) lot. 179984. Batch review performed on 14 january 2021: lot 179984: (B)(4) items manufactured and released on 24-apr-2018. Expiration date: 2023-04-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 1 similar event. Additional implant involved: reverse shoulder system 04.01.0114 humeral reverse metaphysis +0mm/+20°r (k170452) lot. 1906619a. Batch review performed on 14 january 2021: lot 1906619a: (B)(4) items manufactured and released on 13-gen-2020. Expiration date: 2024-11-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without other similar events.

Event description:
The patient came in 1 week after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed washout, removed all implants, applied antibiotic powder, and closed the incision without putting new implants. The surgery was completed successfully.